Event description:
It was reported that during preparation of the 3.50x15mm nc trek neo balloon dilatation catheter (bdc) it was noted the balloon was leaking. Another nc trek neo was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na